Manufacturer narrative:
The 6/4mm ado was received at sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully deployed from a test 6f loader without any deformations, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the ado met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the ado, and the cause for the embolization remains unknown.

Event description:
A 6/4 amplatzer duct occluder (ado) was successfully implanted. Later that day, the device embolized. It was percutaneously retrieved and a 10/8mm ado was successfully implanted. The patient was reported to be stable.

Event description:
A 6/4 amplatzer duct occluder (ado) was successfully implanted. While the patient was still on the table the ado embolized. It was percutaneously retrieved and a 10/8mm ado was successfully implanted. The patient was reported to be stable.